Event description:
It was reported that the pt balloon ruptured while being used to open an in-stent restenosis in the central venous system in the upper arm. Reportedly, while attempting to retract the catheter through the 7f sheath, the distal section of the balloon containing the radiopaque tip detached and remained in the vessel. The rest of the balloon catheter was removed together with the sheath as a single unit. An 8f sheath was inserted and a snare was used to completely remove the balloon section and tip. Another pta catheter was used to complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
The device history records are currently under review. The sample has been returned and is currently being evaluated. The investigation is underway.